Manufacturer narrative:
No sample was received for evaluation. The investigation for this complaint is pending a response from the supplier. A follow up report will be submitted once additional information becomes available. This is report 2 of 2.

Event description:
This is the 3rd product defect within the last week; 2 of which were cracks in the bottom of the drape. Of note, the 2 basins that had cracks were used in the same warmer. No patient injury or treatment was reported for the incident.

Manufacturer narrative:
No sample was received for evaluation. The investigation for this complaint is pending a response from the supplier. A follow up report will be submitted once additional information becomes available. This is report 2 of 2. Follow up 1: the DHR was received from the supplier on (B)(6) 2018. No similar issues were reported on the DHR. It was noted that the basin is processed by injected molding. Since samples of the reported defect and corresponding packaging were unable to be returned, the complaint could not be confirmed and a thorough root cause investigation could not be conducted. No further actions are being taken at this time.

Event description:
This is the 3rd product defect within the last week; 2 of which were cracks in the bottom of the drape. Of note, the 2 basins that had cracks were used in the same warmer. No patient injury or treatment was reported for the incident.